Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es mini trays are failing and unable to be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.14 not staying closed. A field service engineer powered off the anesthesia station and disconnected the flat flex cable of mini drawer 1.14 from the controller board. The device tray was removed from the single 1x1 mini engine control unit. All mini drawers on that row were unlocked, and the mini engine control unit was pushed out to the front of the drawer for inspection. Upon examining the device control unit and its components, everything appeared to be in good working condition. The mini engine control unit was then reinstalled along with the tray, and the cable was reconnected. After rebooting the station, diagnostics were run on all mini drawers in drawer 1. Mini drawer 1.14, along with the other drawers, tested successfully. A final reboot of the anesthesia station confirmed that the user was able to recover all previously failed mini drawers in position 1. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es mini trays are failing and unable to be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.